Event description:
The manufacturer received information alleging low oxygen purity, melted filter and sieve canister failure occurred on a simplygo profile. There was no death, serious harm or injury, and no medical intervention was reported. The device has not yet been returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.